Event description:
A nurse reported that during loading, a scratch was observed on the lens. The procedure was completed on the same day. There was no patient contact. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. One photo is provided by reporter. The photo shows one lens anterior surface up inside #79 (iw) disassembled lens case, positioned incorrectly. What appeared to be blood is shown to be presence on the lens. One haptic appeared to be missing from the lens. No further determination could be made from the photo. The manufacturer internal reference number is: (B)(4).